Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Baseline was a normal sinus rhythm. During the procedure, when the ds crossed the patient's annulus, the patient had developed with a complete heart bock. The valve was able to be implanted. Post-implant, a temporary pacemaker was left in place to stabilize the rhythm. Patient was sent to intensive care unit (ICU) to evaluate and confirm the need of permanent pacemaker. The patient was in a stable condition.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. Information from the field indicated that the final implant depth was 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to procedural circumstances. However, this could not be confirmed. The reported medical interventions and surgical interventions were result of case specific circumstances as temporary pacemaker was used subsequently permanent pacemaker was implanted and patient was admitted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: health effect- impact code: 4607.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Baseline was a normal sinus rhythm. During the procedure, when the ds crossed the patient's annulus, the patient had developed with a complete heart bock. The valve was able to be implanted at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-implant, a temporary pacemaker was left in place to stabilize the rhythm. Patient was sent to intensive care unit (ICU) to evaluate and confirm the need of permanent pacemaker. On the following day, a permanent pacemaker was implanted. The patient was in a stable condition and subsequently discharged.